Manufacturer narrative:
Section a2: correction. Section h4: additional information. Investigation conclusion: review of the log files provided by the account confirmed no external power alarms; however, a specific cause for these events could not be conclusively established through this investigation. Furthermore, the evaluation of the returned mobile power unit (B)(4) did not confirm an issue that would have contributed to the reported event. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2018. No external power/low battery hazard alarms were captured on (B)(6) 2018 and (B)(6) 2018. The simultaneous drops in the rsoc values of the black and white power cables were consistent with loss of ac power while the patient was connected to the mobile power unit (mpu). The absence of external power to the system lead to the activation of the backup battery (ebb) during each of these events and there was no interruption in pump function. Although the account reported that the no external power event captured on (B)(6) 2018 was caused by the mpu cord coming unplugged from the wall, the patient did not recall the no external power event on (B)(6) 2018 and a specific cause could not be determined through this investigation. Despite the observed alarms in the log file, the pump appeared to function as intended. The mobile power unit (B)(4) was returned for analysis and reported again in MFR# (B)(4). The mpu was tested for several days and no alarms or issues were observed. The damage to the patient cable appeared cosmetic and did not affect the operation of the mpu. The cable was replaced and a full functional checkout was performed. The unit passed all tests and the root cause for the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device - 2 months (calculated from the date the mobile power unit was issued to the patient: (B)(6) 2018). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed two no external power events flagged on (B)(6) 2018, that were potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. No adverse impact to the patient was reported. The vad coordinator reported that the mobile power unit in use during this event has a v-lock cable, and the (B)(6) 2018 incident was due to the ac power cord unplugging from the wall. The patient did not recall the incident on (B)(6) 2018. During the events, the system controller backup battery supplied power to the pump as designed.